Manufacturer narrative:
It is unknown if a sample is available for evaluation. If a sample is received, a supplemental report will be filed upon completion of the investigation. Pir # (B)(4).

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number for this incident was provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while a patient was undergoing cervical spine surgery, there was a leakage of propofol and fentanyl at the bd q-syte attached to a bd nexica IV catheter. The patient began moving excessively during surgery, the surgery was stopped so that the problem could be assessed, and the leakage was found. Two days after surgery the patient was interviewed and she indicated that she could recall pain and a feeling of electrical shocks to her head while in surgery. It is unknown if any medical intervention was needed tor provided to the patient. Of note, since receiving the maude event report on 06/22/2015, bd has made multiple attempts to obtain additional information such as the device catalog #, lot number, medical interventions related to this incident, and if a device sample is available for evaluation. As of the date of this filing, additional information has not been received.